Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The pump was replaced the evening of (B)(6) 2019. The catheter was found to be patent and therefore it was not replaced. Additional information was received from the manufacturing representative (rep). The rep stated it was never determined why the hcp was unable to aspirate the catheter on (B)(6) 2019. Regarding the pump replacement, there was no specific allegation against the pump to warrant replacement, to the rep's knowledge. The pump was replaced based on the opinion of the surgeon. There was no known problem identified with the pump itself, per the rep. The pump had been sent back to the manufacturer. The pain had been resolved to the rep's knowledge. It was confirmed the information provided had been confirmed with the physician/account.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s drug infusion device. The drugs being delivered were 3 mg/ml dilaudid (hydromorphone) at 0.4851 mg/day and 20 mg/ml bupivacaine at 3.234 mg/day. The reason for use was not reported. It was reported that the patient complained of pain. After drug and dose changes a dye study was done on (B)(6) 2019 and the catheter was found to be unable to be aspirated. Patient is scheduled for catheter revision on (B)(6) 2019. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.